Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.